Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon inserted and removed a ks-1 aq2017v, 20.0 diopter preloaded injector within the same surgery due to the intraocular lens (iol) was cracked. There was no patient injury and the backup lens was successfully implanted. The surgeon did not feel any irregularities when using the first lens.

Manufacturer narrative:
Device evaluation: the injector was returned for evaluation. The top flange was pushed down correctly. Volume of used viscoelastic material appeared to be enough. There was no sign of irregularity found on the returned injector. The lens was scrapped by the clinic but the video was reviewed. The tucking of trailing haptic was irregular when the lens was at the tip of nozzle just before injecting the lens. The lens was broken from the trailing haptic side after the injection. It is likely that the customer did not follow some of the handling instruction. It is known by sj's in-house test that in case haptic are not tucked correctly inside the nozzle at the confirmation point but the user force to inject out, typical trouble that may happen is haptic disengaged or lens tear/damaged. Claim #(B)(4).